Event description:
Reportedly this valve was explanted after implant duration of 1 yr and 9 months due to regurgitation. When explanted found 2 discrete leaflet perforations, area of partial dehiscence medial to l/r commissure. Replaced with another valve.